Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4), description #: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had overstimulation after a fall and eventually was not getting relief of pain. It was determined that high impedances were noted on one of the leads. Device malfunction was suspected with one lead since all contacts were out and most likely there was a lead fracture. The patient underwent a procedure where the leads were replaced. The patient was doing well postoperatively.